Manufacturer narrative:
It was determined that the cause of the issue was a faulty interface pcba. The technician replaced the interface pcba to solve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.